Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The visual inspection found bent pin inside the mono 2 connection port. Thereafter, when the edge of the cloth was lifted because there was a burning smell. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. The service center reported that there was bent pin inside the mono 2 connection port. The investigation found the additional failure did not cause or contribute to the reported condition. Although there is no relevance to the case in question, device is not recognized. The investigation found the most probable cause of the reported event to be the mono 2 receptacle. The mono 2 receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy subtotal excision with combination use of thoracoscope and laparoscope, a linear cutter from another brand was used together with the device with settings of cut 35 and coagulation 35. When the linear cutter was fired, a fragment of the staple line flew to the head of the patient's bed. After which, a burn was smelled, the covering cloth was then opened and fire was found from the disposable diaper which was lying to the right side of the neck of the patient. About 4 hours after intubation, the patient had a second to third degree burn at the right side of the cervical region below the right ear. There were no issues with the generator.